Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2021).

Event description:
It was reported that the electrode allegedly disengaged from the venous catheter during advancement into the target zone after the venous catheter had been activated twice and removed from the sheath. Therefore, the venous catheter was removed without incident and another catheter set was used to create the fistula. There was no reported patient injury.